Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the auxiliary enhanced half-height drawer 3-1 cubies c1 and c3 had read/write errors, unable to recover and all other cubies were not detected on the communication bus at the station. A field service engineer rebooted the device. Cubies c1 and c3 were successfully unloaded, and all other cubie errors were resolved after the reboot. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system auxiliary drawer 3.1 experienced an issue where multiple cubies were not detected on the communication bus, preventing users from accessing medication for patients. This incident resulted in a delay in dispensing medication to the patients and there was no patient harm. There were no adverse events or injuries reported based on this event.